Manufacturer narrative:
Date of event and therapy dates are estimated. During processing of this incident, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2020-04909. It was reported that the patient experienced ineffective therapy due to high impedances. Reprogramming was able to address the issue only for some time. It was noted that x-rays were taken and were inconclusive for lead breakage. In turn, surgical intervention took place wherein intra operative testing showed high impedance on lead and extension. As such, the lead and extension were explanted and replaced with new lead and extension addressing the issue. Reportedly, therapy was restored post operatively.